Event description:
It was reported to covidien that the unit's display is missing segments on the left side and is presenting c7 rather than the spo2. No pt harm was reported.

Manufacturer narrative:
Covidien verified the customer's complaint. The root cause was determined to be a loose connection from the display flextail to the ui pcb. Re-seated the connection and the display showed all segments. (B)(4).